Manufacturer narrative:
The reported issue (the suction port of the device was originally not equipped. The device was not used) was confirmed. During visual evaluation it was found that the inlet port was broken. Under 10 x magnification, stress marks were observed in the inlet port, however the inlet port fragment was not returned for evaluation with sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "vi. Warnings: 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Do not use if package is damaged." (B)(4).

Event description:
It was reported that the suction port of the device was originally not equipped. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the suction port of the device was originally not equipped. The device was not used.